Event description:
Spontaneous: spoke with authorization specialist at md office who is reporting a defective device for the durolane. Md noticed that the cap on the syringe was "a little wonky'' and when he removed it the needle broke off with the part of the syringe and the gel spilled everywhere. Box was not damaged or dented at all. Md is aware, they report no adverse event occurred, pt did not miss dose as md had one on hand from personal stock and we will need to supply replenishment. Unknown if md office still has defective device on hand for return. No further information provided. Reported to cvs/caremark by: health professional.